Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's cable was frayed. The drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that broken and loose wires were noted on the pk dissecting forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.